Event description:
The customer reported rouleaux formation of a donor sample. Besides our stated "date of event" the customer yielded rouleaux formation also on some other occasions during testing. Despite several inquiries, the customer was not able to provide sufficient and clear data regarding the reagent lots used during these other testings. Therefore we concentrated on the only date of event for that we received distinct information. The customer had returned neither the donor sample nor the supposedly defective products. Therefore our quality control laboratory tested the retained samples with different weak reacting controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Usually rouleaux formation or pseudoagglutination is only seen microscopically. It is mostly a sample specific phenomenon produced by abnormal serum protein concentrations. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.